Event description:
It was observed that during the device evaluation, the duodenovideoscope had gap in adhesive area between z-block(server plug-in) and distal end and foreign object in connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction foreign object in connecting tube could not be established. However, the most probable cause of the complaint gap in adhesive area between server plug-in and distal end was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.